Event description:
Additional information stated the lead was intended to be repositioned due to the reported high thresholds. However, during the revision procedure the physician was unable to fully extend the helix. This led the physician to suspect of a possible fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was explanted as result. The physician stated the high pacing threshold was caused by patient's anatomy and was noticed since the first in office check. However, additional information allegated the ra lead was unable to fully extend the helix and a fracture near the proximal end was suspected. The ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.